Manufacturer narrative:
The device was received. Investigation is not yet complete. Incorrect use of device, against resistance, the perclose proglide instructions for use (IFU) states under the precautions sections, "do not advance the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair."

Event description:
Device malfunction: needle-to-cuff miss, difficult to remove, distal guide detached. Time of device malfunction: during vessel closure. Symptoms/ae: surgical retrieval/hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was inserted at an awkward off-angle that was not coaxial to the vessel. When the needle plunger was retracted, no suture was present. An unsuccessful attempt to remove the device was made after retracting the foot, rotating the device, pushing it in and out, and applying excessive torque. An angiogram revealed the sheath detached at the distal guide. The device and the sheath were surgically removed. The artery was sutured to achieve hemostasis. The surgeon reported that the pt had a "hostile groin with fibrous scar tissue." There was no vessel tear or other vessel damage, reported. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.